Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) for levels 1, 2, and 3 were in range on the day the event occurred. The customer is investigating sample handling practices at the facility. The cause of the discordant, falsely elevated bhcg result is unknown. Siemens is investigating the issue. MDR 2517506-2017-00637 was filed for the discordant, falsely elevated result obtained on (B)(6) 2017.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample upon repeat testing on a dimension vista 1500 instrument. On (B)(6) 2017, the patient resulted negative for bhcg when tested on alternate dimension vista instruments. A discordant, falsely elevated result was also obtained on (B)(6) 2017 with the same sample draw, on an alternate dimension vista 1500 instrument, and was reported to the physician(s), who questioned it. A new sample was drawn from the patient and tested on the same instrument, resulting negative and matching the patient's clinical picture. The new draw result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.

Manufacturer narrative:
The initial MDR was filed august 11, 2017. Additional information (09/20/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. The hsc specialist concluded that the issue may have occurred due to the sample handling or mislabeling. The customer agrees with the hsc specialist's conclusion and is investigating the sample handling at the laboratory. The cause of the discordant, falsely elevated beta human chorionic gonadotropin result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.